Manufacturer narrative:
Leads implanted at the time of death: lot number 9015438193: mfg date: 14-apr-2023, exp date: 13-apr-2025. Lot number 9015604958: mfg date: 17-may-2023, exp date: 16-may-2025. No devices were returned for analysis. As at 04-dec-2023, the cause of the patient¿s death was not able to be confirmed by saluda personnel. The physician did not believe that the saluda system caused of contributed to the patient¿s death. There is no indication or allegation of a possible failure of a device, labelling, or packaging to meet any of its specifications. Customer feedback will be monitored for similar events.

Event description:
Five days post evoke spinal cord stimulation (scs) system trial implant procedure, the patient died. The physician did not think the scs caused or contributed to the death and was under the impression it was cardiac related.